Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 75% to 35% then jumped back up to 100% while connected to a power source. The customer's blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.